Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. The fiber was returned broken into two pieces. The first piece measured approximately 154.7 cm from the top of the connector to the break. This piece included kinks. The second piece measured approximately 161.1 cm from the break and included the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on december 18, 2018 that a flexiva 200 laser liber was used for a ureteroscopy procedure in the ureter performed on (B)(6) 2018 . According to the complainant, the laser fiber was noted to have partial breaks. When it was being cleaned, the breaks became complete. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and evaluation of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser liber was used for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, the laser fiber was noted to have partial breaks. When it was being cleaned, the breaks became complete. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.